Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap of insulin pump was pushing out. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump received no delivery alarm and customer could not finish the priming process because it was pushing the motor out. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The no delivery alarm functions properly during the basic occlusion test. Device was unable to prime during the prime test due to loose/protruded drive support disk. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Unable to complete the functional testing or verify drive/motor anomaly due to prime anomaly. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, missing end cap sticker and partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.